Event description:
In the process of contacting the pt for notification that their generator may be nearing end of service, it was discovered that the pt is plagued with various health problems that pt believes are related to the vns therapy, including shortness of breath, bouts of pneumonia and gastrointestinal problems. The pt was hospitalized and on life support approx six months ago, presumably due to the aforementioned health problems. The pt thought that their device was programmed to off over a year ago. But had recently swiped the device with the magnet and felt stimulation along with shortness of breath. The pt plans to follow-up with neurologist for device interrogation to determine whether or not the device is programmed to off. It is possible that the normal mode output current was programmed to off, but that the magnet mode output current is still programed to on.